Manufacturer narrative:
Medical product: therapy date: (B)(6) 2022. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer received x-rays and will be reviewed as part of ongoing investigation. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00116.

Event description:
It was reported that there was a revision due to pain. Patient was referred to our center for operative treatment on indication of implant failure [fracture]. However since last years more pain complaints and in the summer of 2021 a moment of increasing of the pain. During the operation it became clear there was no taper fracture, but taper fretting ¿ taper wear corrosion. The stem and body had to be removed. The body and head where easy to remove and where visible loose and manually removable. Visible black metallosis was removed from acetabular component up to body/stem connection. The stem was hard to remove, and distally well fixed. Metallosis created lysis round the proximal part of the stem. From proximal at the site of malalignment k-wires where drilled up and an small drill was used unfortunately they broke. With a reciprocal saw the femur was opened in length up to the tip ending in a pre-drilled hole. Unfortunately in attempting removing the stem distal from the tip the femur fractured.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation has been completed. The following sections were updated: b4, b5, d4, d10, g3, g6, h2, h3, h4, h6, h10. D10 metasul, head, l, 28/4, taper 12/14; item:19.28.07; lot: 2536147 therapy date: (B)(6) 2022 the revitan stem and the metasul head were received for examination. The revitan stem was received disconnected at the connection between the connection pin and the distal stem body. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a healthcare professional (radiologist). A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.